Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart. The customer¿s blood glucose level was 132 mg/dl. Troubleshoot was performed. The product was returned for analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error and resetting time or date after changing battery noted. (B)(4).